Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for eval. The investigation is currently underway.

Event description:
It was reported that the support catheter detached during use in the right common femoral artery. The detached segment was successfully retrieved using a snare. Another support catheter was used to complete the procedure. There was no reported pt injury.